Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for five patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a positive result for sars-cov-2 (influenza a/b negative). Patient 1 was repeated on the same cobas liat analyzer and generated all negative results. Per the customer, all 5 samples were repeated on competitor pcr tests (mizuho medy, smartgene) and antigen tests (sysmex, sars-cov-2 antigen test hiscl) and generated discrepant results but specific results were not provided. The initial positive results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 5 mdrs will be filed.

Manufacturer narrative:
Review of the provided data showed that patients 1, 3, and 5 are low titer samples. The observed discrepancy is most likely due to the samples being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. For patients 2 and 4, strong amplification was observed. The discrepancy is likely due to the difference in sensitivities between the assays.